Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge because of perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver download. Passed. Perform pairing. Unable to run pairing tests because of perpetual rebooting. The reported event of a loss of connection was confirmed. The root cause could not be determined.